Event description:
It was reported that the device would deplete batteries when the device was powered off. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device drained batteries when it was powered off. Physio replaced the power pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly but could not confirm or replicate the reported problem.